Event description:
Revision surgery was performed due to rupture of the patella tendon. As a result, the patella component was removed and not replaced. Revision surgery also revealed delamination of the polyethylene tibial insert.

Manufacturer narrative:
Info has been provded as requested. Section f1-f14 has been completed by the MFR. Info has been requested from the user facility. If info is received a supplemental report will be submitted.